Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ctze, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported she needed to get her device checked because the patient thought her implant may have shut off in error. Troubleshooting was limited due to lack of access to the product. The patient was not with the programmer initially and could not check the implantable neurostimulator. There were no patient symptoms reported. The patient was later able to verify that stimulation was on and she increased stimulation but she saw a low patient programmer battery icon. She noted she was going to get new batteries and try again to increase stimulation. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. If additional information is received, a follow up report will be sent.